Event description:
A (B)(6) female patient called zoll customer support to report that her monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor would not boot up past the splash screen. The cause for the power-up failure was a defective rear response button. The rear response button cable was disconnected. The root cause for the disconnected response button cable could not be positively identified. No adverse event resulted from the disconnected rear response button cable. The patient received a replacement monitor.